Event description:
I had surgery in 2007 for urinary incontinence using a mesh called ethicon tvt secur urethral sling. It was done transvaginally. There was also an observer from a company called gynecare present. I thought that the surgery went fine, but I immediately (within days) started getting bladder infections. No sooner would I cure one with antibiotics, then another one would develop. I tried several antibiotics until I found one that at least didn't cause me to vomit all night. I changed urologist, because the surgeon no longer accepted my hmo plan, and that was the best thing that could have happened. The new doctor that I saw put me on a daily regimen of a drug called methanon, which I believe is an anti inflammatory drug. As long as it take it, I'm alright, but I'm afraid to discontinue it. It seems that I'll have to take it forever. I don't know if there is a surgery that will help me. I don't know if the problem is caused by improper placement of the mesh or the angle at which my bladder tilts (and not emptying thoroughly) or what. That's about it. There have been ads on tv from law firms offering to take on pts who have problems with this type of product. I'm considering it.